Event description:
The issue of the device is unknown. The event was discovered during preventive maintenance, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal. There was no evidence in the event history log. The reported problem was unknown and unbale to be confirmed or verified. Functional testing revealed the device failed the accuracy test, the device under delivered. It was determined that the damaged dso seal and a defective expulsor were the root causes. The service history review identified no indication that the complaint was related to a service of the device within the review period.